Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the pump also alarmed no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarms were noted. The pump was received with intermittent button response due to a flattened button dome switch. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.